Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the jaw became not to open after the firing. Another device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returning. (B)(4).